Manufacturer narrative:
No button error alarm was noted on the insulin pump; however, it was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also found on the device: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the buttons on the insulin pump are unresponsive and that the device alarmed with a button error. The patient's blood glucose at the time of incident was 120 mg/dl. The customer received a button error alarm yesterday and was able to clear it by pressing very hard on the buttons, but the alarm reoccurred today and he is unable to clear it. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.